Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 08/31/2022, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted into an undisclosed location. No patient symptoms were documented. The patient reported that his bg reached 600 mg/dl and he was treated by undisclosed means for diabetic ketoacidosis. No cgm values were provided. There is also a report of unspecified stenting during the event. When questioned about medical intervention, the patient declined to provide further details about the event. The patient was referred to tandem support for concerns about his insulin pump. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.